Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a driveline disconnect alarm and a no external power alarm due to user error were confirmed during review of the submitted log file. The log file contained approximately 4 days of information ((B)(6) 2023 to( B)(6) 2023 per timestamp). At 21:17:34 on 20aug2023, a driveline disconnect alarm was observed. This driveline disconnect was associated with a pump stop, which has been addressed further under the investigation of the pump (manufacturer report number 2916596-2023-06379). The driveline disconnect alarm resolved shortly later at 12:17:38, when it appeared that the driveline was reconnected. The pump returned to a speed above the low-speed limit within a few seconds, and no further driveline-related alarms were observed. A no external power alarm was observed at 12:43:27 on 21aug2023 due to both power cables of the controller being simultaneously disconnected from external power. This event is consistent with the provided information that the patient unhooked both cables to untangle them. The emergency backup battery provided support to the system in the absence of external power. The no external power alarm cleared at 12:43:45, when the white power cable was reconnected to the power module. The heartmate 3 system controller (serial number: (B)(6)) was not returned for evaluation. The root cause of the driveline disconnect alarm could not be conclusively determined through this analysis; provided information indicated that the patient denied removing the driveline, the driveline appeared intact, and the modular connection was tight. The root cause of the no external power alarm was determined to be user error in simultaneously disconnecting both of the controller¿s power cables. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect, no external power, and low voltage alarms. Heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Relate pump is reported under MFR# 2916596-2023-06379. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted for syncope. The patient had not followed up with our center since discharge after implant to rehab. The no external power alarms on the log were things the patient did. They reported they unhooked both cords when things were tangled, untangled them and reconnected to power. The patient was provided re-education on only unhooking one power source at a time. The driveline disconnect/pump stop alarm were also noted. The patient denied removing the driveline and it when assessed the driveline appears intact. The modular connector was tight. Log files contained multiple loss of external power events while connected to the mpu. The low voltage hazard events seen are the result of slow discharge of the mpu capacitors when they suddenly lose power. The controller did switch appropriately to the ebb when external power is lost. These events appear to resolve once external power was completely restored. The log also contained a pump stop event on (B)(6) 2023. This event could have been a result of an actual driveline disconnect or could be a result of an esd event. Because these event present similarly, they were unable to confirm which of the events caused the pump stop. The pump did resume normal operation following the pump stop event. Continued monitoring is recommended. The patient said during the time of the driveline disconnect/pump stop that there were no alarms, and they had no symptoms. The patient was in the hospital at this time and nursing did not note any alarms either. So, it seems like an esd event. Relate pump is reported under MFR# 2916596-2023-06379.